Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd preset¿ eclipse¿ with safety needle has been found giving erroneous results during use. No patient impact was reported. The following has been provided by the initial reporter: the haemogobanalysis carried out on a sample taken with these syringes were found to be distorted as per the internal control on the instrument and by comparison with a similar re-ivasion (?) Performed on blood from the same patient taken with a syringe from another neck.

Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode abnormal results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It has been reported that the bd preset¿ eclipse¿ with safety needle has been found giving erroneous results during use. No patient impact was reported. The following has been provided by the initial reporter: the haemogobanalysis carried out on a sample taken with these syringes were found to be distorted as per the internal control on the instrument and by comparison with a similar re-ivasion (?) Performed on blood from the same patient taken with a syringe from another neck.